Manufacturer narrative:
Date of event: unknown, information not provided but the best estimate is (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was explanted from the patient's left eye in a secondary surgical procedure and replaced with another symfony lens of one diopter difference in power. Reportedly, the exchange went well and the patient was doing well. Additional information received stated that the iol was implanted on (B)(6) 2018 and explanted on (B)(6) 2018 due to unexpected post-op refraction. There was no vitrectomy, incision enlargement or patient injury. No additional medical intervention performed. No further information was provided.

Manufacturer narrative:
Corrected data: in review of the initial emdr, the implant date was incorrectly reported as (B)(6) 2018. The correct date of implant is (B)(6) 2017. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.